Event description:
My son has been wearing paragon crt therapeutic lenses since may 2006 . While my wife was putting the lens into the container carefully, all of a sudden the lens -left- broke into 6 pieces. Everybody was shocked and scared. You cannot imagine if this occurs inside the eyes. My wife is always very careful. She even never let me touch the lens. We are 100000% sure that this is not due to the force, or we didn't do right. As a health professional, I can 100% tell that this is the product problem. We are lucky this time. I am urgent for FDA to investigate, and hopefully this will not harm other people or patients. I am reporting this to you, not for any compensation or money. As a health professional, I feel this is an obligation. Thanks for your attention.